Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 7.5, retest inratio: 3.0. Less than 15 minutes between results.